Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a failed 3 manifold test. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11 corrected fields: e3, e1(initial reporter) due to character limit in block e1 initial reporter full name is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b1, b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit and replaced the fill manifold and drive manifold which corrected the reported issue. All functional and safety checks completed to meet factory specifications were performed and passed. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0997-00-0565 and 0104-00-0031 with a reported unit failure of a failed leak manifold test. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
N/a